Manufacturer narrative:
The outer needle connected to the infusion tube and the broken catheter part of the device were returned. As a result of investigating the appearance, it was confirmed that the catheter was broken at the position 7 mm from the tip of the catheter hub. As a result of examining the fracture surface, it was confirmed that there was no deformation and it was a relatively flat fracture surface. It was confirmed that there were no molding failures in the catheter. Inner and outer diameter, and breaking strength were measured and were found to be within specification. The manufacturing process records were reviewed and no abnormalities were found. A reproduction test was carried out on a sample of the product and the effect reported in the complaint was able to be reproduced when the catheter was repeatedly bent and then pulled and the catheter surface was scratched with the inner needle and then the catheter was pulled with no load. The medical device involved in the reported event is sold only in (B)(6).

Event description:
On (B)(6) 2017 at the (B)(6) hospital in (B)(6), it was reported that the catheter tube of the outer needle on the supercath 5 from lot number 16k17b4 broke when the device was removed by the patient during infusion. There was no reported patient injury from this incident.